Event description:
It was reported that during the implant procedure, the right atrial lead exhibited resistance when it was attempted to be inserted into the pulse generators header. The physician used silicone oil and re-attempted to insert the lead without success. The lead could not be inserted into another pulse generator either. The lead was no longer used and replaced.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the lead into the pulse generators header due to the insulation adjacent to the small sealing rings and the connector boot adjacent to the sealing rings being out of specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.